Manufacturer narrative:
Other applicable components are: product ID: 3093-28, lot# va02hzc, implanted: (B)(6) 2013, explanted: (B)(6) 2013, product type: lead.

Event description:
Patient reported that in 2014 (patient stated about 1 year after her first implant (B)(6) 2013) she had a major accident that caused her leads to move. Patient stated they had to change leads to the left side but patient stated therapy never worked on the left side during trial so they moved the leads to the right side and therapy has worked for her ever since. The indications for use for this patient were fecal incontinence and gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.